Event description:
Material #:2426-0007. Batch#:24085359. It was reported by customer that they had 2 sets of IV tubing that were broken or broke right below the blue clamp for the pump in the last week. Verbatim: had 2 sets of IV tubing that were broken or broke right below the blue clamp for the pump in the last week.

Manufacturer narrative:
Initial MDR with device evaluation. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 24085359 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.